Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: b5, e1 (reporter phone number) and h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that alarm error code e433 occurred due to generator board failure. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. Error message e433 occurs if the effective value of the output signal, which is set for testing, during the booting of the device falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. For safety reasons, the electrosurgical generator esg-400 is then rebooted. If the cause of the error remains, this may result in unlimited permanent reboots. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator exhibited an alarm e433 code. The issue occurred during preparation for use prior to a therapeutic urological electrosurgery. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the generator board was defective. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 alarm. The issue was found during preparation for use. There were no reports of patient harm.